Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jan-2023. H6: investigation summary it was reported there was a hair in the tip of the syringe. To aid in the investigation, one sample and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects, imperfections or foreign matter of any type was observed. Upon additional communication, it was learned the foreign matter was placed in a tissue and the investigator did not unfold the tissue to the area where the foreign matter was placed. The foreign matter was involuntarily lost. The photo shows a syringe with no packaging blister and the plunger rod-rubber stopper all the way down. There is a black line that goes from the center of the syringe up the inner wall of the syringe barrel. A device history record review was completed for provided material number 305862, lot number 1097137. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that hair was found in the tip of the bd enteral syringe with bd univia¿ connector. The following information was provided by the initial reporter: "hair found in tip of syringe"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a hair in the tip of the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and the plunger rod-rubber stopper all the way down. There is a black line that goes from the center of the syringe up the inner wall of the syringe barrel. No other defects or imperfections were observed. A device history record review was completed for provided material number 305862, lot number 1097137. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that hair was found in the tip of the bd enteral syringe with bd univia¿ connector. The following information was provided by the initial reporter: "hair found in tip of syringe."